Event description:
Our affiliate is reporting the following: acl reconstruction: operator has noticed post-op on several (exact no. Unknown) patients, inflammation on site of implanted cross pin. There are questions out to our affiliate for further detail and clarity in general and a request to define the exact number of incidents. Also see associated mdrs 1221934-2013-00299- and 1221934-2013-00300.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode, although one possibility is a patient reaction to the material of the device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If at some point in the future depuy synthes mitek receives any additional information, this complaint file will be re-opened and updated at that time, and a follow-up report will be filed.

Event description:
Our affiliate is reporting the following: acl reconstruction: operator has noticed post-op on several (exact no. Unknown) patients, inflammation on site of implanted cross pin. There are questions out to our affiliate for further detail and clarity in general and a request to define the exact number of incidents. On (B)(6) 2013 our affiliate's sales rep spoke with the surgeon regarding the condition of the three patients referenced at the time the complaints were filed. There were no significant issues with any of the patients, and no corrective action (no revision surgeries or other) was needed as of that time. The surgeon noted at regular follow-up visits that MRI scans with the three patients there were different bone structures (as usual) on the site of tibial graft insertion which makes an assumption of tissue inflammation. It was believed to possibly have been from a reaction to the rigidfix cross pin material. Further attempts by mitek complaints to get additional follow-up information has been unsuccessful, no further information has been received. Also see associated mdrs 1221934-2013-00299- and 1221934-2013-00300.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode, although one possibility is a patient reaction to the material of the device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If at some point in the future depuy synthes mitek receives any additional information, this complaint file will be re-opened and updated at that time, and a follow-up report will be filed.

Event description:
Our affiliate is reporting the following: acl reconstruction: operator has noticed post-op on several (exact no. Unknown) patients, inflammation on site of implanted cross pin. There are questions out to our affiliate for further detail and clarity in general and a request to define the exact number of incidents. On (B)(4) 2013 our affiliate's sales rep spoke with the surgeon regarding the condition of the three patients referenced at the time the complaints were filed. There were no significant issues with any of the patients, and no corrective action (no revision surgeries or other) was needed as of that time. The surgeon noted at regular follow-up visits that MRI scans with the three patients there were different bone structures (as usual) on the site of tibial graft insertion which makes an assumption of tissue inflammation. It was believed to possibly have been from a reaction to the rigidfix cross pin material. Further attempts by mitek complaints to get additional follow-up information has been unsuccessful, no further information has been received. Also see associated mdrs 1221934-2013-00299- and 1221934-2013-00300.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report

Event description:
Our affiliate is reporting the following: acl reconstruction: operator has noticed post-op on several (exact no. Unknown) patients, inflammation on site of implanted cross pin. There are questions out to our affiliate for further detail and clarity in general and a request to define the exact number of incidents. Also see associated MDR's 1221934-2013-00299- and 1221934-2013-00300.